Manufacturer narrative:
Voluntary medwatch received mw5155436.

Event description:
It was reported via voluntary medwatch that an insulation breach was noted on the right ventricular (rv) lead. The rv lead did not deliver full energy shocks for an episode. It was noted that the patient arrested with no shocks noted on the electrograms (egms). The patient's rhythm converted spontaneously and returned to normal sinus rhythm. The rv lead was partially explanted.